Event description:
During a laparoscopy for fallopian tube occlusion, a fallopian tube clip came out of the applicator and fell into the abdominal cavity. The clip was located with x-ray and was retrieved. No open surgery was necessary and pt was not affected, although surgery time was somewhat extended.